Event description:
Patient revised to address loose femoral component and osteolysis, polyethylene wear of insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.